Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due to low blood glucose was 28 mg/dl on (B)(6) 2019. The customer¿s blood glucose level was 200 mg/dl. The customer was treated with glucagon injection, cake icing and food. It was reported that the blood glucose was dropped to 38 mg/dl and 28 mg/dl. It was reported that the customer had issues with insulin pump. The customer did not alleged that insulin pump was over delivering. It was unknown whether the customer using automode. The insulin pump will not be returned for analysis.